Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to chapter 2 ¿ important safety information 28 bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1400mg/dl and a loss of consciousness. Reportedly, customer's cartridge ran out of insulin, and customer did not have back up supplies to replace the cartridge. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.